Manufacturer narrative:
The device was received and inspected at the manufacturing site. The investigation consisted of a review of the manufacturing records which showed no deviations and microscopic examination of the optic parts which showed no deviations. The device met all specifications prior to release. Halos and/or glare are a known and labeled possible side effect of all multifocal intraocular lens implants. Will continue to monitor and trend all reports received.

Event description:
The customer reported a collimator error. No patient injury was reported.

Event description:
The physician reported the intraocular lens (iol) was removed and replaced without complication 8 months after implant, due to the patient's complaint of halos and limited near vision.

Manufacturer narrative:
(B) (4). The lens is currently being analyzed at the manufacturing site. Halos are a known and labeled possible side effect of any multifocal lens implant.